Manufacturer narrative:
A (B)(6) service representative responded to the site and replaced the injector head and pivot knuckle assembly which restored the injection system to normal operation. The subject component was discarded and, therefore, not available for evaluation. Product analysis reviewed the information and photographs that were provided and confirmed a sheared bushing screw within the pivot knuckle assembly. The sheared bushing screw allowed the pivot knuckle to release and the injector head to disengage.

Event description:
The customer reported the following: the stellant d injector (serial number (B)(4)) disengaged from the mounting structure. No injury or adverse event was reported.